Event description:
A customer reported a malfunction on the pump with a malfunction code of malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reoccurs, which the customer acknowledged and understood.